Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the verse x25 inserter tip was galling. The procedure outcome was not reported. The patient outcome is unknown. This report is for one (1) verse x25 inserter/tightener. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5013103 was released in three batches. -batch1: lot qty of (B)(4) units were released on may 22, 2018 with no discrepancies. -batch1: lot qty of (B)(4) units were released on march 3, 2018 with no discrepancies. -batch1: lot qty of (B)(4) units were released on april 22, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse x25 inserter/tightener (part# 299704230, lot# gm5013103,) was returned and received at us customer quality (cq). Upon visual inspection at cq, it was observed that the distal tip (hex drive feature) of the device was worn and stripped. The noted worn condition was consistent with the end of life indicators for the device. Thus, the complaint was confirmed for the received device. Investigation conclusion: the complaint was confirmed during the investigation. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3, b4